Event description:
It was reported, the patient's other two implants failed.

Manufacturer narrative:
Product ID 3487a-33, lot# j0205007v, implanted: 2002 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7427, serial# (B)(4), implanted: 2002 (B)(6); product type implantable neurostimulator product ID 3487a, lot# l69266, implanted: 1999 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the problems with the implant were because the wires became disconnected from the battery and the patient used up the battery. It was unclear if it was normal battery depletion. The battery was in the patient's right abdomen and the patient could feel a shock every now and then. The patient was doing well and their current stimulator was working at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. For information regarding the patient's other implantable neurostimulator please refer to manufacturer report # 6000032-2014-00142.